Event description:
It was reported that a patient underwent a kyphoplasty procedure at level l5. An eggshell technique was used. After the ibts were inserted and inflated to 100-150psi with volume of 3ml, they were removed and .5ml of cement was inserted to both the left and right sides. The balloons were reinserted in the body after cement placement. After about 30 seconds, the balloon would not retract on the right side. The balloon ruptured and remained in the vertebral body. There was no allergy to contrast media and no patient injury. No further information was reported.

Manufacturer narrative:
Method: followed up with company representative.

Manufacturer narrative:
Device evaluation conclusion: the reported complaint of a balloon rupture was confirmed during product evaluation. The balloon was torn radially and the distal end and marker bands were missing. Probable root cause: the probable root cause for the observed balloon rupture may be attributed to contact with bone splinters and bone cement.